Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, no improper shutdown events occurred. A review of the event history log revealed 'improper shutdown' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the log review however no component issue was observed that would cause the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.